Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the lot codes required were not provided. Medical records were received and reviewed. From a medical perspective, based on the information available, the complaint is not product related. The investigation could not draw any conclusions regarding the reported event with the information available, however, it has been reported that the depuy acetabular devices were implanted with competitor manufactured femoral product. This use of the depuy devices is not recommended and is considered off label use. Based on the investigation the need for corrective action is not indicated.depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient's medical records indicate the patient was revised to address pain and acetabular cup loosening. Update (B)(6) 2013- ppd and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated osteomyelitis, loose cup, metallosis and possible infection (cultures were taken-results not provided). All implants were removed and new implants were placed (all none-depuy). The depuy poly liner that was removed is now being reported. Stem and femoral head are not depuy products. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: 1/12/2015

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.